Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member of the patient that the patient received tachyarrhythmia therapy. Follow up was unable to determine if the therapy was appropriate. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.